Manufacturer narrative:
Correction: d1 (brand name), d4 (catalog number).

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that there were indications of burnt wires identified within the aquabplus reverse osmosis (ro) system. The reported issue was identified during troubleshooting when the biomed contacted fresenius for assistance after the motor protection switch (mps) tripped in stage 1. A loose wire was identified and replaced on the line side of the mps. The system was retested and the switch tripped. Replacement of the mps resolved the initial issue. The t1 test passed. Additional information was requested regarding the identified thermal damage however a response was not received. It is not clear from the provided information which parts sustained thermal damage or whether the issue was addressed during this troubleshooting call. There was no patient involvement regarding the reported issues. No parts were returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that there were indications of burnt wires identified within the aquabplus reverse osmosis (ro) system. The reported issue was identified during troubleshooting when the biomed contacted fresenius for assistance after the motor protection switch (mps) tripped in stage 1. A loose wire was identified and replaced on the line side of the mps. The system was retested and the switch tripped. Replacement of the mps resolved the initial issue. The t1 test passed. Additional information was requested regarding the identified thermal damage however a response was not received. It is not clear from the provided information which parts sustained thermal damage or whether the issue was addressed during this troubleshooting call. There was no patient involvement regarding the reported issues. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for physical evaluation and additional information was not provided after initial reporting. A review of the available information for this event in addition to previously reported information in the machine service history indicates that the motor protection switch in stage 1 has tripped and sustained thermal damage. The cause of the reported thermal damage is a bad electrical contact/loose wire at the motor protection switch. With this failure the pump p1 will run only with two line conductors resulting in higher current and higher thermal energy. In consequence the motor protection switch will trip and the pump p1 was not able to run anymore and the device switched off. The mentioned thermal energy will cause the discoloration and overheating of the wiring and blade receptacles. This device was originally equipped with an inadequate design of wiring and crimp connection at the motor protection switch, a new improved design was released as CAPA corrective action. It was previously recommended to the customer that the motor protection switch along with the wiring be replaced at both stages as the motor protection switch has been redesigned since the manufacture of this product. It is unknown whether this recommendation was followed. As this reported issue is a known failure, reproduction of this failure during testing and review of the device history record (DHR) are not required.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that there were indications of burnt wires identified within the aquabplus reverse osmosis (ro) system. The reported issue was identified during troubleshooting when the biomed contacted fresenius for assistance after the motor protection switch (mps) tripped in stage 1. A loose wire was identified and replaced on the line side of the mps. The system was retested and the switch tripped. Replacement of the mps resolved the initial issue. The t1 test passed. Additional information was requested regarding the identified thermal damage however a response was not received. It is not clear from the provided information which parts sustained thermal damage or whether the issue was addressed during this troubleshooting call. There was no patient involvement regarding the reported issues. No parts were returned to the manufacturer for physical evaluation.